Manufacturer narrative:
Philips service reseated the flexvision pc and cables, and verified booting functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system booting error due to flexvision pc/cables misalignment on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.